Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise/oversensing and impedance went from 530 ohms to 1020 ohms suggesting a lead fracture. The attempt to implant a new lead was abandoned after several hours attempting to create a chanel as the subclavian vein was occluded. This rv lead remains implanted but a laser extraction procedure has been scheduled. There were no additional adverse patient effects reported. Additional information received stating the lead was extracted using a laser.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. The lead was returned in four segments that were stretched and damaged. The rate/sense conductor coil was fractured at 97-127 mm when measured from the beginning of the insulation at the proximal end of the segment. This fracture site showed evidence of fatigue. This fracture region appeared to have been located at the distal end of the suture sleeve tie down area. Resistance testing and x-ray analysis show that the conductor coil is discontinuous. Laboratory analysis confirmed the reported field observations as a conductor fracture was confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.